Event description:
The customer reported that the battery was placed in the autoclave for 3 minutes and removed. Following removal of the battery from the autoclave, it was placed in the operating room on the back table and started to smoke. The battery was removed from this location and there was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigational findings: a visual evaluation could not confirm the reported problem as no external damage was noted. Following disassembly of the battery, overheating of the interconnecting straps with melting through the battery insulation was noted which resulted in shorting the battery pack. In addition, rust like discoloration was noted around the umbrella valve and inside the battery pack. The cause of the battery overheating was not determined.